Event description:
Allegedly, a literature document was received detailing a study conducted in greece (karampinas 2026), one case of stem revision (1 month postoperatively) due to limb length discrepancy (2.3 mm) with profemur® e . Modular neck and femoral head are not specifically identified in the literature but likely involved in revision.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.